Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 291 tubes with foreign matter, 86 tubes with labeling issues, and 66 tubes with air bubbles in gel discovered prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x264. Fm in gel x23. Defective marking x86. Dirty shield x2. Black spot in tube x2. Air bubbles in gel x66.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were 291 tubes with foreign matter, 86 tubes with labeling issues, and 66 tubes with air bubbles in gel discovered prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x264; fm in gel x23; defective marking x86; dirty shield x2; black spot in tube x2; air bubbles in gel x66.